Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was explanted due to tricuspid insufficiency. No additional adverse patient effects were reported. The local area sales representative was contacted for additional details. At this time, no further information is available. Should additional information become available this report will be updated.